Event description:
During an in clinic follow-up, low sensing and varying low voltage impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead did not reveal any anomalies. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot was performed and all were within required performance specifications. Additionally, an insertion test was performed, and the lead was able to be successfully inserted and removed from device header.